Manufacturer narrative:
The returned faradrive sheath was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported air ingress event was not confirmed. When the sheath was received at boston scientific's post market laboratory it was first visually inspected, and it was noted that there was a kink near the tip of the shaft. The sheath was then leak tested with test aspirations and irrigation. The sheath passed all leak testing and was able to maintain pressure through all the positive pressure and vacuum pressure tests. Microscopic testing of the sheath's valves confirmed there was no visible damage to the valves. Investigators concluded there was no problem detected in relation to the reported visible air in the sheath. Separately it was determined that the cause of the kink was likely due to transportation and storage as the kink was not mentioned in the event description, nor was any impact from such a kink mentioned.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, air was noted to have leaked, resulting in air bubbles. Despite the visible air bubbles, the original sheath was used to complete the procedure. No patient complications were reported. The sheath has been returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, air was noted to have leaked, resulting in air bubbles. Despite the visible air bubbles, the original sheath was used to complete the procedure. No patient complications were reported. The sheath is expected to return for laboratory analysis.